Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ventricular septal defect (vsd) is an infrequent but known potential complication of the tavr procedure and can occur with bav or valve deployment. A small vsd may not require treatment and may be treated conservatively. A larger vsd can cause hemodynamic instability and will require surgical intervention. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the ventricular septal defect cannot be confirmed as imaging was not available; however, per report, patient factors (severe lvot calcification) contributed to this event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
During a transfemoral procedure with a 29mm sapien 3 valve, upon deployment of the valve, the patient developed a ventricular septal defect (vsd). A decision was made to implant a second 29mm valve in a lower position and it minimized the vsd; however, it was not completely resolved. As reported, the patient was not operable due to a porcelain aorta and a second valve was prepared to remedy the situation. The vsd was not present prior to valve deployment. Of last communication, an echo was performed on day 2 post procedure and revealed that the vsd was even smaller. The patient was doing very well. Per report, severe lvot calcification.